Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that on (B)(6) 2014, the rv pacing impedance measured 5184 ohms. No prior data is available. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and high thresholds. The lead remains in use, but a revision is planned. No patient complications have been reported as a result of this event.